Event description:
Caller reported a malfunction 199 in the tandem source, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, which resolved the issue, allowing the customer to continue using the pump. Caller was advised to contact support again if the malfunction recurs.